Manufacturer narrative:
G4: 09jan2020. B4: (B)(6) 2020. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed maintenance and cleaned the fan's filter. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications. Although requested, it is unknown if the patient was connected to the ventilator when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
It was reported that the ventilator was not detecting the patient's effort. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.